Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death.

Event description:
The patient underwent an interbody fusion procedure with placement of an optimesh device on (B)(6) 2024 without incident. Approximately one (1) week post-operative, the patient returned with new symptoms. Imaging showed implant migration anteriorly out of the disc space. However, the patient's new symptoms were deemed unrelated to the implant migration. The patient is currently asymptomatic and the surgeon has elected to leave the implant with no plans for any medical intervention.